Event description:
Patient presented with twitching. Found automatic polarity change to unipolar due to low impedance. Lead removed from service (capped) and a new lead implanted. No patient complications have been reported since the device was removed from service.